Manufacturer narrative:
Section h3:the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect-impact code: 4619 temporary impairment (vision blurred (impacting patient daily life activities). Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol), model drt150, was explanted during a secondary surgical procedure due to the patient's inability to adapt to the implanted lens. Following implantation in the patient's left eye, the patient experienced blurry vision that impacted daily activities, including difficulty reading, the perception of halos, and an inability to drive. Additional information received confirmed that the patient experienced a loss of two or more lines of best spectacle corrected visual acuity (bscva). The lens was subsequently explanted and replaced with a monofocal toric lens, with serial number (B)(6) (zcu150, 20.5d). No patient injury was reported. There were no reports of capsule tear, unplanned vitrectomy, or sutures required. The patient's visual acuity was reported as 20/25 one day post-operatively. The pre-operative refraction was -1.00 x 105, the post-operative refraction was -0.25, and the target refraction was plano (-0.25 x 145). The post-operative refraction associated with the replacement lens had not yet been assessed. The complaint device was discarded. No further information was provided.